Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The rv+, df+, and ra- header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements two days post-implant along with high defibrillation thresholds (dft). The shocking vector was reprogrammed from dual coil to single coil configuration which revealed impedance measurements within normal limits. Defibrillation threshold (dft) testing was performed with a 31 joule shock and a 41 joule shock with successful conversion and normal impedance measurements. Subsequently, several years later this system continued to exhibit increased shock impedance measurements. The patient underwent a revision procedure and it was determined that the header of the ICD was loose prior to being extracted from the pocket. The ICD was successfully extracted and replaced. No adverse patient effects were reported.

Event description:
--